Event description:
The customer reported a pink image display during inspection for use involving an olympus gynecologic laparoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. N addition, the following reportable events were identified during device evaluation: the fiber bonding at the distal end of the outer tube was damaged, and the r-uni (charged-coupled device unit) was found to be broken, resulting in image stripes. Based on the completed investigation, the root cause of the reported malfunction was determined to be a broken charged-coupled device (ccd) unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.